Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that approximately six months post implant, the atrial lead dislodged. The lead was removed and replaced.